Event description:
It was reported the pt's (australia) is malfunctioning. Efforts to resolving this matter via reprogramming were unsuccessful. Surgical intervention will be undertaken to address this issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.